Event description:
It was reported that during a whipples procedure, the new cartridge did not fire, got locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge the analysis found that one sr75 reload was received fully loaded with staples, locked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.